Event description:
The customer was hospitalized for low bgs. Their spouse was helping change the set and the pump would not rewind so spouse forced the reservoir into it. The customer was still connected to the device and was injected with approx 300 units. The technician assisted the customer with treating bgs until pt was coherent and explained to the spouse the severity of spouse's actions. The spouse expressed their concerns that the buttons were not responding properly. Troubleshooting conducted indicated the device was functioning properly.